Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
During a follow-up several vf/vt episodes were observed. Some of the episodes were treated with atp. The egms revealed that the vf/vt episodes were not real ventricular arrhythmias, but misclassified episodes of noise and double counting. The subclavian vein was totally closed and was not possible to implant a new lead. The physician will send the patient to another center for lead extraction. The lead remains implanted.